Manufacturer narrative:
Qn# (B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this initial report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges while treating an drug overdose patient, the blade device would not connect securely to the laryngoscope handle. Patient treated successfully with narcan. Patient condition reported as "fine". (Cont.). Customer reported this same issue occurred with 4 different blades during this event. (Companion reports capture additional devices: 8030121-2018-00058; 8030121-2018-00059; 8030121-2018-00060). Customer also reported 3 different laryngoscope handles were tried.

Event description:
Customer complaint alleges while treating an drug overdose patient, the blade device would not connect securely to the laryngoscope handle. Patient treated successfully with narcan. Patient condition reported as "fine". Customer reported this same issue occurred with 4 different blades during this event. (Companion reports capture additional devices: 8030121-2018-00058; 8030121-2018-00059; 8030121-2018-00060). Customer also reported 3 different laryngoscope handles were tried.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.